Event description:
It was reported that the patient backed into her car mirror last year and scrapped the device area, which resulted in an infection and device removal. It was noted that the patient put up with the pain from the infection for a year before it was explanted last month. The device was explanted but not the lead wires. It was indicated that the patient had a laminectomy, because, the wires kept moving. The device was a godsend before the accident, worked really well for the patient¿s pain, and she was only without it because of her own clumsiness.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).